Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported an iris error, and that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.